Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was manufacturer representative (rep) reported that the patient had been having issues charging their implanted neurostimulator since about a month ago. Patient said the recharger antenna would get warm at times(warm mentioned, but not hot). Rep mentioned they used their own loaner equipment and the ins seemed to be charging as expected. During the call, the patient initiated a recharge session with their controller and got recharging excellent, but charge of the ins soon terminated because controller battery was too low. Controller charge was 10% and implant charge was low with a red triangle. Controller was plugged into ac power supply during call and rep. Saw green blinking light. Rep. Said they had the controller plugged in "for a minute" and the controller did not seem to charge with the pt's li battery pack installed, but was charging on call with the pt's li battery pack installed. Rep then saw no device found. Rep then switched battery packs to the loaner battery pack and got recharging excellent. Controller was at 40%. About 3 minutes into charging the ins, pt got rm03 code. A replacement recharger telemetry module (rtm) and battery pack cover was sent out.